Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) during dwell four. A technical services representative (tsr) assisted the home patient (hp) to close all the clamps and the transfer set, and to cycle the power and clear the alarm. During troubleshooting no issues were noted which could have contributed to the event. The tsr advised the hp to start over with either manual bags or all new supplies. There was no patient injury or medical intervention. No additional information is available.